Event description:
Risk mgmt notified that a portion of a catheter from an implanted mediport had been explanted from a pt in the cardiac cath lab. Investigation revealed that the port had been explanted at a neighboring hosp a few days earlier and that it was noted that a portion of the distal end of the catheter was not attached. The pt was not in distress and the distal end (approx 8.5 cm) was removed without incident.